Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's outlet path thermistor was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported an incorrect date of (B)(6)2020 for b.3 "date of event", b.4 "date of report", and g4 "date received by mfrg". The correct date for all should have been (B)(6)2019 and is reflected on this report.